Event description:
It was reported the patient died and medical examiner explanted the device. The "cause of death is undetermined." The cause of death has been requested and not received. Later reported the death was not device related and the physician is requesting device analysis to ensure device was functioning properly.

Event description:
It was reported patient died and medical examiner explanted device. "Cause of death is undetermined." Later reported death was not device related and physician requesting device analysis to ensure device was functioning properly. Manufacturer's representative reported there were concerns from patient's son about bruising on patient's body and broken arm and hip. Last device check had been a carelink 15 days prior to death. Further reported patient had multiple hospital admits the month patient died including for a ground level fall, syncope (thought to be due to oxygen supply accidently shut off), rib fracture, aspiration pneumonia, pleural effusion, congestive heart failure, renal failure. Family opted for comfort care only. Physician reported most probable cause of death was malignant cardiac arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died and the medical examiner will be removing the device. The "cause of death is undetermined." The cause of death has been requested and not received.

Event description:
It was reported the patient died and medical examiner explanted the device. The "cause of death is undetermined." The cause of death has been requested and not received. Later reported the death was not device related and the physician is requesting device analysis to ensure device was functioning properly. Manufacturer's representative reported there were concerns from the patient's son about bruising on the patient's body and broken arm and hip. Patient expired at the hospital. The last device check had been a carelink 15 days prior to death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found, outer insulation breached cut and cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.